Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin and air bubbles were observed within the infusion set tubing. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. To resolve the issue, the customer cleared the alarm and resumed using insulin.